Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the bearings were seized, jammed and heavy moving. Therefore, the reported condition was confirmed. It was further determined that the attachment was blocked. The assignable root cause was determined to be due to improper/faulty care and maintenance. This was further defined as user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that bearings on the reciprocating saw attachment device were seized, jammed and heavy moving. It was noted in the service order that the instrument did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.